Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. The health professional refers to the veterinarian. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
The user facility reports during a tplo procedure on a canine on (B)(6) 2013, the small battery drive stopped working. It is reported the procedure was delayed approximately 45 minutes while a spare device was retrieved. No additional information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the customers complaint that this device does not work at all was confirmed. The device was tested and the complaint was duplicated. This is due to usage and wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4)